Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two device with histogram showing 100% atrial pace (ap) when devices were programmed to single chamber rate responsive (vvir) pacing mode. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.